Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported noticing a difference between the blood glucose readings versus the blood glucose readings and stated that the insulin pump goes into threshold suspend when she isn't low. Customer stated that their blood glucose reading was 163 mg/dl while the sensor glucose reading was 54 mg/dl the last time they noticed the issue. No further information reported.